Manufacturer narrative:
.

Manufacturer narrative:
Follow up with the customer the following day indicated that bg level is stable and in the 140s range (mg/dl), which is "very good" for the customer. The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. The customer delivered boluses via the pump, but bg level did not seem to lower. During system check with with tandem technical support, the customer reported seeing air bubbles in the cartridge patient line. The customer primed tubing and indicated that supplies would be changed out. The customer also stated that the cartridge and infusion set tubing had been in use for about 5 days. A recommendation was made for the customer to ensure that the luer lock connection is tight and secure, and to follow labeling instructions for cartridge use.